Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited oversensing of noise. The noise could be reproduced with isometrics in the clinic. The lead was capped on (B)(6) 2022. There were no patient consequences.